Event description:
It was reported that solution would not flow through a solution set. This occurred during patient infusion. The nurse stated that the solution would not descend from the chamber into the tubing set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual evaluation did not identify any abnormality that could have caused the reported condition. Functional flow testing determined that the device did not consistenly flow. This confirmed the reported condition. The cause was determined to be handling of the device during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.